Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back syndrome other. It was reported that in 2011 the office let the pump run out of medication. The office changed the appointment on the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient and it was reported that the missed refill appointment was in 2000. The patient experienced nausea, vomiting, restlessness, and was irritable related to the event. The patient had to go to the hospital where they gave the patient a morphine IV (intravenous) in the emergency room on saturday/sunday until someone was able to get the doctor's office on sunday to fill the pump. The appointment being changed resulted in the pump running out. The patient was hearing a beeping sound at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.